Manufacturer narrative:
Correction to: h6 (component code, type of investigation, investigation findings, and investigation conclusions) investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Root cause cannot be determined as the batch number is unknown. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
Good afternoon, I am a dermatologist and often use insulin syringes. A batch has changed, follows photo attached. As previous contact, follows the e-mail regarding the complaint of the defective product.